Event description:
During a transfer, one of the cnas bent down to move a cord that was preventing the lift from moving, when she allegedly heard a snap, and the left leg loop came off the hook. The consumer allegedly slid to the floor and passed away 9 days later. The cause of death is not known at this time.

Manufacturer narrative:
Manufacturer received a medwatch from uf/importer report (B)(4). During a transfer, the caregiver alleges the loop came off the spreader bar hook, and the user slid out of their sling. User was reportedly assessed by the facility and details of assessment did not indicate serious injury at the time. User had a change in condition and allegedly passed away nine days after the alleged event. Nature of complaint suggests a transfer error. Current user guide covers proper transfer methods. Device has been in service for 6 years. Device service and maintenance history is unk. The cause of death is unk.